Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "irregularities in implant" and inflammation/irritation. Additionally physician reported "the presence of scarce fibrosis is identified in both breasts, predominantly in the superoexternal quadrants. As well as the presence of two simple cystic lesions in the right breast", and " with folds in the right breast, little liquid is observed outside the implant. Axillary regions with presence of chronic inflammatory lymph node."the device remains implanted.

Event description:
Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side "irregularities in implant" and inflammation/irritation.additionally physician reported "the presence of scarce fibrosis is identified in both breasts, predominantly in the superoexternal quadrants. As well as the presence of two simple cystic lesions in the right breast", and " with folds in the right breast, little liquid is observed outside the implant. Axillary regions with presence of chronic inflammatory lymph node." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ cyst: unable to observe since it is a medical event and is not related to the device. ¿ crease/folding of implant: crease fold observed on the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.